Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal. Infect") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparascopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, vaginal infection and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, pelvic pain and vaginal infection to be related to essure. The reporter commented: received treatment for vaginal. Infect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal. Infect") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, vaginal infection and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, pelvic pain and vaginal infection to be related to essure. The reporter commented: received treatment for vaginal. Infect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-aug-2020: medical records received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.